Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 7f sheath. Reportedly, the proglide was unable to be advanced and was therefore not deployed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Nag1: manufacturing site name. The manufacturing site code was corrected from p031 to p099.